Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfnf093 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asfnf093) have been reported from the same facility in (B)(6).

Event description:
It was reported that on a young patient at home, the tubing broke off at the needle. No other information was provided.